Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module alerted the battery. The battery was dead. The doctor disconnected the battery from the power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery alarm on the power module due to a depleted power module backup battery was not confirmed. It was reported that the battery was removed from service. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) (rev. G) section 7 "alarms and troubleshooting" section 7 "alarms and troubleshooting" cover all power module alarms, including the red battery alarm, and the actions to take when the alarms occur. Heartmate 3 instructions for use (IFU) (rev. G) section 3 "powering the system" explains the various way to the power the heartmate 3 lvas, including how to use the power module. Heartmate 3 instructions for use (IFU) (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 instructions for use (IFU) (rev. G) section f, both entitled "safety checklists", provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, which includes functional testing, cleaning, inspection, and replacement of the power module backup battery. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.